Event description:
It was reported that ventricular undersensing and pacemaker mediated tachycardia was observed on the pacemaker. Programming changes were recommended and forwarded to the clinician. The patient was stable.